Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-02917. It was reported that pericardial effusion with tamponade occurred. On (B)(6) 2017, a left atrial appendage (laa) closure procedure was being performed. A tsx¿ fixed curve sheath was introduced and the transseptal puncture (tsp) was reported to be difficult. An aneurysm of the septum was noted and there was a strong dilatation of the septum through the transseptal sheath (¿tenting¿). After crossing into the left atrium, they attempted to position the amplatz super stiff guidewire into the left upper pulmonary vein (lupv); however, the wire continued to land in the laa during multiple attempts. With the wire looped in the laa, the physician decided to advance the watchman access system (was). During introduction of the was there was again a strong tenting. At this time, a blood pressure drop was observed (60/40 mmhg). Transesophageal echocardiogram (tee) revealed a small pericardial effusion (pe) of <5mm below the right ventricle and a separation behind the laa (12:36 p.m.). The patient experienced cardiac tamponade. Medication was administered first by irregular hand intervals and then by injection pump. The blood pressure rose again (100/55 mmhg) and tee then revealed an increasing pe of >1.5cm. Fluoroscopic imaging of the laa revealed contrast discharge clearly detected in the pericardium (12:45 p.m.). Pericardiocentesis was performed and after a total of 1,330 ml of blood was withdrawn, of which 830ml was re-infused, the procedure was continued. The activated clotting time (act) was 227 seconds at (12:54 p.m.). The physician deployed and released a 24mm watchman ® laa closure device without complications (13:06 p.m.). At this time, no further blood was aspirated and the patient was in a stable state.